Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. Additionally, the customer was unable to charge the pump using the usb cable. The customer provided a blood glucose of 204 mg/dl. Reportedly, the customer was able to successfully charge the pump by using an alternate usb cable. The customer continued to use the pump for insulin therapy.